Event description:
It was reported that during disinfection, a phoenix machine was not rolling properly and had the potential to tip over due to a crusted acid wall connector. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; however, the machine was evaluated on-site by a baxter technician. During machine visual inspection, the acid concentrate connector was observed encrusted. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to improper external cleaning. To correct the issue the technician replaced the acid concentrate connector. Once the machine components were replaced, the device was returned to service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.